Event description:
Guidant received info that the left ventricular pacing lead caused diaphragmatic stimulation and was found to have dislodged two weeks post implant. The lead was removed from the pt and flushed with saline. During flushing a leak in the lead insulation was observed near the electrode end. A new lead was successfully implanted.